Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow-up report.

Event description:
Vyaire medical received a customer report of vent inop with xdcr fault. During troubleshooting, the service technician found a transducer fault in the error log. There was no patient involvement associated with this report.